Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with the lens. He could not see the golf ball, has floaters, feels pressure around eye, constantly weeping, bloodshot and blurred. He has seen an optometrist and was told his eye look fine. He has an appointment to see surgeon in november. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient have intense displeasure with the lens, pink sclera, blurred vision, and inability to drive at night due to intensity of car headlights. He is going to request surgeon for the company lens to be removed and replace with the basic accommodative toric lens in the upcoming appointment.

Manufacturer narrative:
The product was not returned. Qualified associated products were indicated. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the current company model (1.50), 20.0 diopter (add power +2.2/+3.2) lens was replaced with a different model company (3.25cyl), 20.5 diopter lens. Due to the exchange of a multifocal toric lens to a monofocal toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The file will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the patient had severe glare and halos at night. The iol was exchanged for another model company lens. There was no patient harm.